Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
A medsun mandatory medwatch report (uf/importer report # (B)(4)) was received and stated the patient was in the chemotherapy infusion room. The rn had started the etoposide infusion and after approximately 30 minutes,the patient noted fluid leaking near the filter on the tubing and onto the IV pole and to the floor. The medication was stopped; patient assessed and relocated to another bay. The IV medication was returned to the pharmacy and md notified. Per the physician, ok to hold remainder of medication. Small chemo spill cleaned by pharmacy per protocol . There was no harm to the patient. The filter was placed in the yellow chemo biohazardous waste bag and cannot be saved. So,filter will not be returned to the company. The event happened at the hospital and the approximate age of the device was 1 day. The event occurred on an unknown day in (B)(6) 2019.